Event description:
Caller reported a cgm error 42 and sought assistance with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer had already turned off the pump and required help in turning it back on; after receiving complete pump reset instructions from cts, the caller successfully restarted their sensor session without further errors.